Manufacturer narrative:
Based on the returned device, it is likely that the root cause of the failure mood was insufficent mechnical properites to withstand the impact forces that were applied while removing the implant. The impact forces may have exceeded the mechanical properties due to potential off axis loading or a tight disc space. In addition, the installer featured some rust propagation, indicating the instrument was likely left wet following sterilization for an extended duration. This rust likely exacerbated the compromise of the specific joint, contributing to the fracture seen.

Event description:
It was stated that, "prolift inserter broke off during removal of cage.".